Event description:
It was reported that shaft break occurred. The 98% stenosed concentric, de novo, 28mm x 3.5mm target lesion was located in the severely calcified and severely tortuous proximal right coronary artery. Following the insertion of a 6f 11cm unspecified introducer sheath and a 6f guide catheter, a 3.50mm x 28mm liberté stent was advanced to treat the lesion. However, the liberte was unable to cross the lesion due to "tight, heavy calcification". The device was then withdrawn from the patient so predilation could be performed. It was noted the catheter may have been kinked at this point. In an attempt to put it back into its protective tubing, the shaft of the stent delivery system completely broke, approximately 20cm from the hub. The procedure was completed with another 3.50mm x 28mm liberté stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The liberte/veriflex stent delivery system (sds) was received with no original packaging or other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 27cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 98% stenosed concentric, de novo, 28mm x 3.5mm target lesion was located in the severely calcified and severely tortuous proximal right coronary artery. Following the insertion of a 6f 11cm unspecified introducer sheath and a 6f guide catheter, a 3.50mm x 28mm liberte stent was advanced to treat the lesion. However, the liberte was unable to cross the lesion due to "tight, heavy calcification". The device was then withdrawn from the patient so predilation could be performed. It was noted the catheter may have been kinked at this point. In an attempt to put it back into its protective tubing, the shaft of the stent delivery system completely broke, approximately 20cm from the hub. The procedure was completed with another 3.50mm x 28mm liberte stent. No patient complications were reported and the patient's status was stable.